Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set had air in the line and leaked during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "event #2 tpn was alarming for ail. Clinician removed the IV set to fix the ail and noticed the tpn was leaking."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22065535. D4: medical device expiration date: 13jun2025. H4: device manufacture date: 13jun2022. D4: medical device lot #: 22065856. D4: medical device expiration date: 14jun2025. H4: device manufacture date: 14jun2022. D4: medical device lot #: 22065857. D4: medical device expiration date: 15jun2025. H4: device manufacture date: 15jun2022. D4: medical device lot #: 22065892. D4: medical device expiration date: 14jun2025. H4: device manufacture date: 14jun2022. D4: medical device lot #: 22065906. D4: medical device expiration date: 15jun2025. H4: device manufacture date: 15jun2022. D4: medical device lot #: 22065950. D4: medical device expiration date: 16jun2025. H4: device manufacture date: 16jun2022. D4: medical device lot #: 22065951. D4: medical device expiration date: 15jun2025. H4: device manufacture date: 15jun2022. D10: device available for eval yes, d10: returned to manufacturer on: 12-oct-2022 h6: investigation summary one separated sample was received and tested by our quality team. The failure was separated as the customer complained and the complaint has been verified. The device was determined to be a 2420-0007 infusion set and potential lots were as well found after close examination. A microscope was employed to investigate possible root cause of this separation. There was a clear lack of solvent at the tubing to blue chip portion and the manufacturing team was contacted for a more information. The manufacturing team has determined that the issue was due to the improper use of equipment leading to no solvent being applied at the time of production. A device history record review for model 2420-0007 lot numbers 22065535 ( (B)(4) units produced on 13jun2022), 22065856 ((B)(4) units produced on 14jun2022), 22065857 ((B)(4) units produced on 15jun2022), 22065892 ((B)(4) units produced on 14jun2022), 22065906 ((B)(4) units produced on 15jun2022), 22065950 ((B)(4) units produced on 16jun2022), and 22065951 ((B)(4) units produced on 15jun2022). There were no quality notifications issued for the failure mode reported by the customer during the build of these sets.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set had air in the line and leaked during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "event #2 tpn was alarming for ail. Clinician removed the IV set to fix the ail and noticed the tpn was leaking."